Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up the colonovideoscope auxiliary water port was wet on the scope connector after it was removed from the storage cabinet. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation based on the information provided by the technical assistance support (tac) and endoscopy support specialist (ess). Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to failure to follow instruction for use (IFU). The event can be prevented by following the instructions for use which state: improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.